Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. On (B)(6) 2022 at 1:30am, low flow alarm was noticed on left ventricular assist device (lvad); the flow was 0l/min. Initiated resuscitation was performed, measures per advanced cardiovascular life support (acls) protocol including chest compressions. There was return of flow briefly on lvad however the patient again went to asystole and subsequently ventricular tachycardia (vt)/ ventricular fibrillation. Resuscitation was continued and the patient was placed on va extracorporeal membrane oxygenation (ECMO). Lvad flow remained persistently low after initiation and the patient had profound pulmonary edema. After discussion, healthcare providers decided to place patient on right ventricular assist device (rvad) for further support. During the resuscitation and after initiation of va ECMO, the patient was noted to have a gag reflex but had anisocoria which was concerning for hemorrhagic/ischemic stroke. The patient's family was updated with all the events including neurological findings, they were in agreement with plan to place temporary rvad for further support. The patient was taken to operation room (or) for va ECMO decannulation and protek catheter insertion. Intraoperatively, the patient experienced disseminated intravascular coagulation (dic) and pulmonary edema with minimal response to pressors and medical intervention; ongoing efforts were deemed futile then support was withdrawn. The death was not considered to be device related. The device operated as expected and would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms were unable to be confirmed as no log files were available for review, and a specific cause for the low flow alarms could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient was implanted with (B)(6) on (B)(6) 2022. The patient had a low flow left ventricular assist device (lvad) alarm in the early morning of 08nov2022 with flow of 0 liters per minute. Advanced cardiovascular life support was initiated which included chest compressions. Flow returned to the lvad briefly before the patient went to asystole again and subsequently ventricular tachycardia/fibrillation. Resuscitation continued, and the patient was placed on veno-arterial extracorporeal membrane oxygenation. The patient had a gag reflex but had anisocoria which was concerning for hemorrhagic/ischemic stroke. The decision was made to place a temporary right ventricular assist device for further support. Lvad flow remained persistently low, and the patient had profound pulmonary edema. The patient also had disseminated intravascular coagulation with minimal response to blood pressure support medication. The decision was made to withdraw support. Heartmate 3 lvas, serial number (B)(6), would reportedly not be returned for evaluation. It was reported that the patient outcome was not considered to be device related, and the device operated as expected. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 1 also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.